Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. The rf (radio frequency) cable was replaced.

Event description:
It was reported there was telemetry failure. The rf (radio frequency) head was returned for repair. No patient complications were reported as a result of this event.